Manufacturer narrative:
According to the reporter, the product is not available for analysis. There have been no similar events reported for this product lot to date. A review of the device history record did not identify any anomalies that may be associated with the reported event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The inserter and viscoelastic used during this procedure are not validated for use with the reported lens. The most likely cause of this event is user error. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification procedure the intraocular lens (iol) was removed intraoperatively due the lens cracking while inside the patient¿s left eye. 10.0 nylon sutures were used in the wound created as a result of the lens removal. Another lens of the same model and diopter was successfully placed. No further complications were experienced. In the surgeon's opinion, the likely cause of the damage was the delivery device. The patient's outcome is good.